Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A4 and e8 were found in the history. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2013, the patient reported that his device displayed a4 (alarm clock) and he attempted to snooze it using the check button, but the button would not respond. He changed the battery in the infusion device and then the device displayed e8 (power interrupt). He could not clear the e8 message because the check button would not respond. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.